Event description:
Caller states that a patient reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 231 mg/dl (meter) and 29 mg/dl (lab) the patient was in an "altered state of consciousness" when he presented at the ER. The patient reportedly had overdosed on novolog insulin (amount and time not provided). The initial meter result was drawn at 12:12 pm and the lab was drawn at 12:20 pm. Due to the patient's condition, he was treated with dextrose at 1:15 pm. There was a delay of approximately 1 hour from the meter result to the treatment. Patient recovered to normal mental status after the treatment. Lab result was reported at 1:25 pm. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for inform meter (B)(4). Reference medwatch with (B)(6) for inform meter (B)(4).